Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated the pcbs in the workstation, adjusted the generator lock and the 5vdc supply. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 sys will not fluoro. Sys rebooted and functions as expected. There was no report of pt injury.